Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was implanted with three conformable gore® tag® thoracic endoprostheses. The patient presented with a malformation where the innominate artery perfused the left common carotid (lcca) and left subclavian (lsa) artery, followed by the right common carotid (rcca) and the right subclavian (rsa) artery. Prior to the implant, a rsa-rca bypass was surgically performed. A tge282815 thoracic endoprosthesis was placed immediately distal to the rca and deployed, intentionally overstenting the rsa. Following deployment, the endoprosthesis moved distally for a length of about 50 mmm. To accommodate for the movement, a second tge313115 thoracic endoprosthesis was positioned proximally to the tge282815 component, assuming the same initial placement as the first device. After deployment, the second tge313115 device also moved distally, pushing the first tge282815 graft further towards distal. It was not attempted to correct positions of either implanted devices. The reason for the distal movement is believed to be attributable to potential oversizing. No anatomical issues were reported. To achieve distal fixation, a tge343420 thoracic graft was implanted into the distal portion of the tge282815 thoracic endoprosthesis. Subsequently, a cook graft 32 mm x 120 mm was placed into the proximal portion of the tge313115 component. Final angiography imaging however showed the rcca to be overstented by the cook device and the patient underwent an rca ¿ innominate artery bypass immediately. Post-operatively, the patient experienced pulmonary difficulties during the night and required ventilation assistance. Reportedly, the patient was doing relatively fine on (B)(6) 2016.

Manufacturer narrative:
(B)(4).